Manufacturer narrative:
There was no reported patient injury associated with this event. (B)(6) 2009 this customer site no longer exists. (B)(4).

Event description:
The customer reported that sinus images are flipped.